Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. The metal spring that allows to deploy the bag out of the shaft has been found in the abdominal cavity behind the liver. Type of intervention: n/a. Patient status: no patient injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the bag and cord loop. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing the bend that allows the prong to stay attached to the device when it is deployed. Based on the condition of the returned unit, it is likely that the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from the sales rep on 7 sep 2017 at 13:24 what is meant by "metal spring" is the metal "wing" that maintains the opening of the bag. A picture of the device is available. As the surgeon retrieved the metal/plastic rod, he noticed that not only the bag was inside the cavity but also one part of the metal spring. The inzii was already deployed when the spring was discovered.